Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was alleged that the patient was hospitalized in 2006 due to a high blood glucose level that could not be lowered with the replacement pump. The patient was 9 months pregnant and had problems with the pump the night before the hospitalization. The user woke up at night because of an error message that she could not solve with the help of the instructions for use. The patient switched to her replacement pump. In the morning, she had a blood glucose level of over 500 mg/dl and was admitted to hospital by paramedics. She was treated with insulin and underwent an emergency caesarean section. The blood glucose levels obtained at the hospital were not reported. The patient was instructed to return to pen injection and monitor blood glucose with a meter.

Manufacturer narrative:
Correction d1 - the brand name was updated.